Event description:
On (B)(6) 2010, the patient was implanted with an aus device. On (B)(6) 2011, it was reported that the aus bulb [pump] did not work correctly to void the patient's urine completely. It was stated that the patient "ended up almost dying in the hospital" and that he had "hydronephritis with edemic shock and v-fib." The patient is currently in rehab at a skilled nursing facility. Device removal details were not provided.

Manufacturer narrative:
Catalog #: cuff 720157-01, balloon 72400024, pump 72404127. Serial #: cuff (B)(4), balloon (B)(4), pump (B)(4).